Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 420cc saline breast implant, catalog # 3503420, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor smooth round high profile 500cc saline implants, catalog # 3503500, s/ns (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor smooth round high profile 500cc saline implants, catalog # 3503500, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White and brown material was observed within the device and white material was found on the shell surface. During initial evaluation a rent was observed at junction of the valve and shell, in addition, a second rent was observed on the anterior and extending to posterior aspect, measuring approximately 2.2 cm. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. At this time is not possible to determine the origin of the white and brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).